Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer contacted abbott customer service due to the lab's cap survey failure with the abbott axsym ausab assay. The customer stated there were 89 laboratories participating in the cap surgery and 87 labs reported out non-reactive results and 2 labs reported out reactive results. The customer reported that all other axsym assays passed the cap survey. The customer assayed the cap sample in 2007 and on approx one and a half months later, recalibrated the axsym ausab assay with a new reagent lot. The customer re-assayed the cap surgery sample that was stored in the refrigerator the entire time, although the cap surgery product insert instructs freezing the cap sample if more than 48 hours after use. The customer performed some troubleshooting assays using the axsym ausab controls and the cap surgery sample. The axsym ausab controls were within specification and the instrument was working properly. The customer suspected the performance of the axsym ausab reagent and was concerned that pt results were questionable as the lot of reagent used was the same lot used in the failed cap survey. The abbott customer technical advocate (cta) requested the customer's troubleshooting data and asked the customer to re-assay as many questionable pt samples as available. The cta advised the customer to speak with the physician(s) for his recommendations. It is unknown if there was impact to pt management.